Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller, controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving five batteries. Analysis of the event log file revealed two controller power-up events, with associated motor start events, logged on (B)(4) 2020 at 09:14:05 and (B)(4) 2020 at 04:42:45. The data point prior to the first loss of power revealed that a power adapter was connected to power port one and one battery was connected to power port two with 73% relative state of charge (rsoc). The data point recorded after the loss of power revealed that another battery was connected to power port one (1) and a different battery was connected to power port two. Momentary disconnections were recorded leading up to the loss of power. The data point prior to the second loss of power revealed that another battery was connected to power port one with 89% rsoc and a power adapter was connected to power port two. The data point recorded after the loss of power revealed that another battery was connected to power port one and another battery was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds and 13 seconds, respectively. As a result, the reported power switching and loss of power events were confirmed. Power source lubrication procedures had been performed on another battery in accordance with the requirements under fsca (B)(6) on (B)(6) 2018 and on three batteries, and different battery on (B)(4) 2018. There is no evidence that the lubrication servicing had been performed on another battery. A possible root cause of the losses of power can be attributed to a discon nection of both power sources and/or to an intermittent disconnection on one or both power sources. While the controller was not available for physical analysis, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 06-oct-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes . Mfg date: 20-aug-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / serial #: (B)(4). UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 06-oct-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-jan-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4); UDI #: (B)(4); concomitant medical products/therapy dates? Yes, return date: 06-oct-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 11-dec-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products? Yes, return date: 06-oct-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-jan-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? Yes, return date: 06-oct-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-jan-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4); UDI #: (B)(4). Device evaluated by MFR? Yes, return date: 06-oct-2020. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun . Dev rtn to MFR? Yes. Mfg date: 05-aug-2018. Labeled for single use? No. (B)(4). Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power losses, and six batteries exhibited power switching. Three of the batteries that exhibited power switching were associated with power loss alarms on the controller. The controller remains in use. The batteries were exchanged. No patient complications have been reported as a result of this event.